Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se reinstalled the seal on the exhalation flow sensor valve. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, while in use on a patient a 980 ventilator generated a safety valve open diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.